Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted inguinal hernia - unilateral surgical procedure, the medium-large clip applier instrument was not clipping properly. No fragment fell into the patient. The user completed the procedure and no known impact or patient consequence was reported.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. The medium-large clip applier instrument was found to have 2 bent grips, causing them to be misaligned. The offset at the tips was 0.57 mm. The grips were not found to be cracked but severely bent and the clipping test could not be replicated. The finding is related to the customer complaint. The probable root cause of bent grips is attributed to damage during use, as moderate misalignment of grip tips can be due to grasping either hard tissue or objects or collisions with other instruments.